Event description:
It was reported that the system failed to function properly. An angiojet ultra 5000a and angiojet catheter were used in a thrombectomy procedure. During the procedure, it was noted that the device would not stay in thrombectomy mode often and was reverting to pulse spray mode. The procedure was completed with this device. There were no patient complications reported.